Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. For evaluation. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for unspecified bacteria during a routine microbiological test conducted by the user facility. There is no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".